Manufacturer narrative:
The device was received and an evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port after compounding. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection of the returned unit did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing. The reported problem was verified. The cause of the condition could not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.